Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient received an inappropriate shock due to t-wave oversensing. Programming changes were made remotely and the device remains implanted.

Event description:
New information received indicates that another instance of post-sensed t-wave oversensing on the ventricular channel was observed on a stored egm. Patient received inappropriate shock. Programming changes were recommended.

Event description:
New information received indicates that the device was explanted and replaced.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.